Event description:
It was reported that the ilet user navigated to the fill tubing screen before inserting the cartridge and tubing during a supply change while not connected to the pump; a customer care agent provided video guidance on the correct supply change steps, after which insulin delivery resumed, and the user utilizes flex infusion sets. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found, and the issue was associated with use error of supply change steps. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.